Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had protruded trough the skin as well which occurred while they were getting out of bed.